Event description:
It was reported that removal difficulties and stent damage occurred. A 28 x 2.25 promus premier select stent was selected for use during a percutaneous coronary intervention (pci) procedure for the moderately tortuous and moderately calcified target lesion. As the promus premier select stent could not be placed at the target lesion, an attempt to retrack the promus premier select stent was attempted. The promus premier select stent became stuck at the edge of the guiding catheter and the stent portion of the promus premier select was pulled open. The promus premier select stent and guiding catheter were successfully removed together. No patient complications were reported.

Manufacturer narrative:
Initial reporter phone number:(B)(6). Correction to b5 to add stent damage to event description device evaluated by manufacturer: a promus premier select was returned for analysis. Visual, tactile, microscopic and device-to-device interaction analysis was performed on the device. Examination of the device showed the proximal stent struts pulled distally and were bunched at the mid-section of the stent. The device came back attached to a guidewire and guide catheter. An attempt was made to remove both, however due to the stent struts bunched at the mid-section of the device, it was not possible for the guide catheter to be removed.

Event description:
It was reported that removal difficulties occurred. A 28 x 2.25 promus premier select stent was selected for use during a percutaneous coronary intervention (pci) procedure for the moderately tortuous and moderately calcified target lesion. As the promus premier select stent could not be placed at the target lesion, an attempt to retrack the promus premier select stent was attempted. The promus premier select stent became stuck at the edge of the guiding catheter and the stent portion of the promus premier select was pulled open. The promus premier select stent and guiding catheter were successfully removed together. No patient complications were reported.

Manufacturer narrative:
Initial reporter phone number: (B)(6).